Event description:
It was reported that the health care professional (hcp) called in to review the pacemaker mediated tachycardia (pmt) episodes on the cardiac resynchronization therapy defibrillator (crt-d) device. Upon review, technical services (ts) stated that there was pacing into a short run of ventricular tachycardia (vt) and loss of capture on this right ventricular (rv) lead. The patient is not dependent on this device. This rv lead remains in service. No adverse patient effects were reported.